Manufacturer narrative:
Correction made to correct numeration of reports; 15311 corrected to 05311.

Event description:
Device #3 of 3. Reference MFR. Report: 1627487-2017-05311 and 1627487-2017-05312. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy was resumed postoperatively and issue has been resolved.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3 reference MFR. Report: 1627487-2017-15311 and 1627487-2017-05312. It was reported the patient experienced a sensation of overstimulation prior to the ipg becoming inoperable the patient reports that the sensation at the lead and ipg site was present whether the stimulation was on or off. The scs system has been turned off approximately six months ago and has not used the scs system since then. Surgical intervention may be pending to address this issue.